Event description:
It was reported that a female patient was implanted with the lens (B)(4) on (B)(6) 2012, and it was explanted on (B)(6) 2012. The surgery went perfect and refractive result was good -0.25 -0.25 at 96. However, the visual acuity would only correct to 20/50, j8 near and patient was not happy with vision. The doctor was consulted on this case and it was recommended to remove the lens to have it examined as everything was in good parameters to achieve good vision.

Manufacturer narrative:
(B)(4) - intraocular lens (iol) explant. The intraocular lens was received at our manufacturing facility and was visually inspected. The inspection of the optic took place and no optical deviations could be found. A review of the manufacturing records for the lens showed no deviations. Halos and glare are a known and labeled possible side effect of all multifocal intraocular lenses. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.